Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a follow-up consultation approximately eight months after a cardiac ablation procedure, the patient experienced sustained ventricular tachycardia with a heart rate of 130 bpm, accompanied by premature ventricular contractions, mildly decreased left ventricular ejection fraction (55-60%), and decreased anterolateral left ventricular global longitudinal strain (-15.8%). An urgent hospitalization was requested, and a new hospitalization occurred. An implantable cardiac monitor was implanted, and medication adjustments were made, including the initiation of a beta-blocker, an antiarrhythmic, and another beta-blocker, as well as a decreased dose of a routine antiarrhythmic. Electrocardiogram confirmed the sustained ventricular tachycardia and echocardiogram showed the mildly decreased ejection fraction and global longitudinal strain. The patient recovered and the event resolved. No further patient complications have been reported as a result of this event.